Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported call that the insulin pump was damaged with crack in the backside of the case. . The customer¿s blood glucose level was 90 mg/dl at the time of the incident. The customer was sent a replacement insulin pump. The device was returned for analysis.